Manufacturer narrative:
Submit date: 10/14/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer stated that during the reception process, it was detected that in the package there were only seven dressings instead of ten. Customer reports there was no patient involved.

Manufacturer narrative:
The MDR was entered in error. The type of gauze is not used in a surgical setting and therefore poses no risk to the patient for the reported condition.